Manufacturer narrative:
Date sent to the FDA: 7/27/2007. Conclusion: no conclusion can be drawn at this time, should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that after inserting the obturator sling device, the plastic cover over the helical passer could not be detached. The device was removed and a different type of sling device was used to successfully complete the procedure using a vaginal approach.